Manufacturer narrative:
(B)(4) date sent: 2/1/2024 d4 batch #: k94k0t investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, with a staple embedded. The blade tip was tip off not returned the device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade and the tissue pad could get damaged. Subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch k94k0t, and no non-conformances were identified.

Event description:
It was reported that during a lap colon procedure the surgery began and the device was used without any problems. However, after an hour and a half, the generator showed an error and requested to change the instrument. Different maneuvers were performed (clean the jaw, disconnect and reconnect the device to the generator) without achieving a change. The instrument was changed to continue with the procedure. The procedure was delayed a few minutes but was completed successfully. There were no patient consequences.